Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from: tip. Cfu:no detection. Bacterial identification:n/a. Sampling date:(B)(6) 2024 sampling from: forceps/suction channel. Cfu:0 cfu/ml. Bacterial identification:n/a. Sampling date:(B)(6) 2024. Sampling from: air/water channel. Cfu:0 cfu/ml. Bacterial identification:n/a. Sampling date:(B)(6) 2024. Sampling from: sub-water channel. Cfu:0 cfu/ml. Bacterial identification:n/a. The device was evaluated and a whitish foreign material was found inside the air/water tube and cylinder, and foreign material between the distal end cover and the distal end, however, no abnormalities were identified that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the foreign material observed inside the air/water tube and cylinder, and the foreign material between the distal end cover and the distal end, could not be identified and a definitive root cause of the issues could not be determined, however, due to an observed leak at the scope connector, proper reprocessing may not have been sufficient to remove the foreign material. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. The foreign material event may be detected/prevented by following the instructions for use section below: reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization cds processes where no obvious deviations from instructions for use (IFU) were identified. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for bacteria growth on two occasions. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).